Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, as the device remains implanted. However, x-rays were provided. The images show that one screw in the lower, right portion of the construct had a fractured screw shank. The complaint is confirmed. Without the returned product, the event is non-verifiable.

Event description:
It was reported that a screw was found to have broken postoperatively. The patient is complaining of back pain, however, there is no revision scheduled at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw was found to have broken postoperatively. The patient is complaining of back pain, however, there is no revision scheduled at this time.